Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: we had a pump tubing set that was broken at one of the connections that goes inside the alaris pump when it was taken out of the package. Not sure if it¿s a one off or a bad lot.

Event description:
No additional information.

Manufacturer narrative:
The customer reported the tubing was broken, and returned one sample of material 2426-0007, lot 24115250. Upon initial visual examination, the set verified the complaint of separation at the lower fitment (solvent connection) of the pump segment. The tubing was examined under a microscope and insufficient solvent was found. The manufacturing plant found the root cause for the separation to be related to incorrection solvent assembly procedure by the production personnel. An accessory was implemented by the plant on (B)(6) 2024 to assist and guide the tubing correctly into the solvent dispenser by production personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.